Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the patient position module will not set and the scale is not giving a weight. No injury reported.